Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other similar reports with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that upon finishing a le procedure (leg), the doctor attempted to deploy a 6fr angioseal vip, but claimed as he pulled back the entire system came out and there was no suture visible. The staff then held manual pressure and the patient is fine. The doctor reported that feels that he deployed as per the IFU (and heard all the appropriate ''clicking'' sounds as he attempted to deploy.) The patient was reported to be fine. The procedure outcome was reported to be a success.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the patient demographics in section. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
One used 6 fr angio-seal vip device was received for product evaluation. No accessory components were returned. The returned component was subjected to visual analysis where a blood like substance was found along the hemostatic sheath and the main body of the device. The carrier tube assembly was not mated with the hemostatic sheath. The deployment sleeve was nonetheless in the rear lock position. The anchor was still covered by the bypass tube. There was damage to the hub of the hemostatic sheath indicating that the device was likely properly mated at one point in time. For functional tests, the hemostatic sheath and device cap were mated properly. All steps of deployment were followed to completion in a benchtop testing. No functional anomalies were found or detected. Based on the evaluation performed the complaint could be confirmed for pullout. However, based on the description, the user likely detached the device cap from the hemostatic sheath to ensure that the anchor was still attached to the carrier tube assembly. It is unclear what led to the cause of the pullout however not placing the device in the full forward lock position, or an obstruction to the anchor posting to the distal tip may have contributed. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.